Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor could not be confirmed, however that the buttons do not function could be confirmed. It was found that the motor cable had a short circuit. Also the resistance value of the keypad of the handcontrol set was out of range. The motor cable and the handcontrol set were replaced and the device was repaired, tested and found to be fully functional. The short circuit in the motor cable would have caused the motor to not turn. However, since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. We also cannot discern a definitive root cause for the defective keypad. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance's related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on as unknown date, it was observed that the micro tornado hp w handcontrol device had a jammed motor and its button did not work. During in-house engineering evaluation, it was determined that there was a electrical short circuit in the motor cable on the device. There was no surgical delay as a replacement device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.